Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the connecting tube coating peeling was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a cut on the angle wire, the bending section could not be bent in the down direction at all. The control unit had discoloration. The image guide protector had a scratch. The indication on the light guide connector was unclear. The venting connector under grip was shaved. The angulation lever had a scratch. The up/down angulation lever plate had a scratch. The scope cover had a scratch. The connecting tube had a dent. The grip had a scratch. The eyepiece had a scratch and was damaged. The control unit had discoloration. The bending tube had a dent. The control unit was dirty due to water leakage. Due to damage on the channel tube, the channel cleaning brush could not be inserted smoothly. The adhesive on the bending section cover had a chip. The diopter ring had a scratch. Due to deformation of the control unit, water tightness was lost. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had an angulation malfunction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.